Manufacturer narrative:
A stryker account manager visited the customer, who was unable to identify the specific unit involved in this event. The stryker account manager then evaluated a sample of the customer's units and was unable to find any defects. Therefore, this event may be attributed to the bed exit not having been set correctly. To resolve the event for the customer, the account manager discussed proper bed exit function with the customer.

Event description:
It was reported that the patient fell out of bed and the bed exit did not alarm. There was patient involvement, however no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
The specific bed involved in the alleged incident could not be identified as the customer did not record the serial number at the time of the event and the unit was put back into circulation. A stryker representative visited the account in response the alleged event and performed functional checks a sample of the account's beds with no defects found. Therefore, the alleged issue may be attributed to the bed exit alarm not being properly set, however this could not be confirmed. To resolve the issue, the stryker representative discussed proper bed exit function/operation with the customer. Customer did not record unit serial number at time of event and therefore could not identify the specific unit for evaluation.

Event description:
It was reported that the patient fell out of bed and the bed exit did not alarm. There was patient involvement, however no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported that the patient fell out of bed and the bed exit did not alarm. There was patient involvement, however no adverse consequence or clinically relevant delay in treatment was reported.